Event description:
It was reported during implant procedure that right ventricular lead exhibited low pacing impedance. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.